Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited adhesive peeling around the objective lens, and abnormal image color tone due to damage on the charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, for the event of glue of the objective lens is peeled off, the cause of the problem could not be determined, but it is assumed that the defective items are caused by stress from use, external factors, or handling. Based on the results of the investigation, for the event of image color tone is irregular due to damage to the imaging unit (image is only magenta or green), the root cause of the problem could not be determined, but it is assumed that the problem is caused by damage to the image sensor unit due to stress from use or external factors or handling. For the event of glue of the objective lens is peeled off, the event can be detected/prevented by following the instructions for use: the inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. For the event of image color tone is irregular due to damage to the imaging unit (image is only magenta or green), the event can be detected/prevented by following the instructions for use: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.